Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive error alarms. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
Pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected error message alarms noted during testing. The device was received with broken off the belt clip rails. Replace battery alarm, replace battery now alarm, power loss alarm and pump error 63 alarm found in alarm history due to software error.